Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed. The device had not been serviced in the last 12 months. The event history review found no relevant history. The reported issue was confirmed through visual inspection. The cause of the reported issue was a delaminated downstream occlusion (dso) seal. The reported issue was resolved by replacing the dso seal. The dso/upstream occlusion (uso) sensor were calibrated. The device passed all functional and delivery tests performed after the repairs.

Event description:
It was reported that the downstream occlusion (dso) seal was coming off. There was unknown patient involvement.